Event description:
Procedure type: gynecology. According to the reporter: the client reports that the balloon burst almost at the end of the operation, bipolar coagulation of left ovary. It had been tested before utilization and inflated with 20ml of air. The surgeon is sure that no piece of the balloon went into the patient abdomen. There was no report of operative time extended, or extension of the incision. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 03/16/2009.